Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that patient experienced that the infusion set was leaked at site. The infusion set was used for one day. No further information was available.

Manufacturer narrative:
E1: patient city - (B)(6). Patient country - united states.